Event description:
The initial reporter stated a coworker cut himself on the sample probe of a cobas 8000 c702 module. While trying to remove a stuck rack, the customer received a cut to his right index finger approximately 1/4 of an inch in size. The customer stated, "that the wound was superficial, not deep, it did bleed a little." He reportedly ran his finger under water for 15 minutes and went to the clinic, per his laboratory policy for medical attention. The clinic reportedly gave him an antibiotic. It was reported that no other treatment was required. He reportedly did not require a tetanus shot as he was up to date on vaccines. The customer was wearing all required personal protective equipment (ppe) at the time of the accident and his current condition is fine and back to work.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer verified all transfer line belts were adjusted, cleaned, and working properly . The investigation determined the service actions resolved the issue.